Event description:
The customer reported that while monitoring telemetry patients, the xhibit central station (xcs) displays were behaving abnormally. The initial issue was a blank display, however, when the customer had restarted the xcs, the display resolutions were incorrect. Spacelabs technical support walked the customer through performing a system shut down and removing power from the displays for a brief period of time before powering everything back on. After the second restart, one display returned to normal, however, the other display remained blank. Technical support advised the customer replace the video card. The customer stated they would escalate this to their internal biomed team for further evaluation. No further information has been received from the customer. If additional information is made available, a follow up report will be submitted in accordance with 21 cfr 803.56.